Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted.

Event description:
(B)(4). It was reported that the patient's implant is infected and requires replacement. The surgical procedure is currently scheduled for (B)(6) 2016.

Manufacturer narrative:
The patient underwent revision surgery. The reported cause of the revision is due to infection. There is no indication at this time that the reported infection was attributed to the device. Infection is a procedure-related aspect of arthroplasty with sometimes additional patient-related risk factors for infection. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. The complaint is being closed, and is being tracked and trended.

Event description:
It has been reported that the patient's implants became infected and need to be replaced. This is a supplemental report to 3004105610-2016-00060 ((B)(4)).